Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented into the clinic for a routine follow-up, pvc undersensing was observed due to variable amplitudes. The undersensing was noted on a realtime egm. The device was reprogrammed successfully. The patient will continue to be monitored.